Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, vacuum pump and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 06/15/2016.

Event description:
A customer reported an event of an odor emitting from the sterrad(tm) nx sterilizer. No load was affected and there was no report of any injuries or human reactions. The customer stated the unit was turned off and the room has been evacuated. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The vacuum pump oil was not replaced to resolve the odor/smell issue. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for odor/smell is determined to be "low." The oil mist filter was returned and tested. The oil mist filter exhibited a haze, vapor and mist. The reason for return of the oil mist filter was confirmed. The vacuum pump was returned and tested. The reason for the return of the vacuum pump was not confirmed. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.